Event description:
It was reported that the user did not observe insulin drops during multiple ilet supply changes, received an insulin very low alarm, and had a cgm expiring in more than 24 hours; the user was hyperglycemic at 236 mg/dl without symptoms, performed a successful dry run, then a full supply change with no drops, replaced the cgm and repeated the process without drops, and ultimately achieved drops after replacing the cartridge and repeating the supply change, after which goodwill replacement supplies were provided and education completed. Symptoms included hyperglycemia with no clinical signs or symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified consistent with a device mechanical issue, with successful resolution after cartridge replacement and proper supply change steps. It was concluded, based on previously established findings for similar reports, that the cause was manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.